Event description:
Hospital personnel were attending to a pt, condition unk. The pt was being externally paced and it was reported that after a decision was made to countershock the pt, the defibrillator allegedly would not charge. The operator then reported that a second attempt was made at pacing the pt and reportedly the pacer could not be turned on again. There were no adverse effects to the pt reported as a result of the alleged malfunction.